Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that on (B)(6) 2021, patient's infusion set's tubing detached/broken at the site connector and the tubing was kinked, was not delivering insulin. The patient's blood glucose level was 505 mg/dl approximately at the time of the event and he tried to treat it with correction injection via multiple daily injection. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.